Event description:
One target coil was bent in the package and not able to be used - a second target coil bunched up in the catheter and was not able to be deployed. The procedure was carried out with different coils and there was no patient harm. Manufacturer response for detachable coil, target nano coil (per site reporter). They sent shipping label for the devices to be returned to them, and sent two replacements.